Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 22 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered from neurologic dysfunction and hemorrhagic stroke. The patient presented to an outside facility emergency room on (B)(6) 2017 with a headache and vision loss. A head computed tomography scan showed new infarct in the right occipital lobe, favored to be subacute in chronicity. There was also an interval, now old, left occipital lobe infarct, unchanged appearance of right frontal lobe old infarct. On (B)(6) 2017, pt was 33.8 (11.5-14.0); inr 3.4 (0.9-1.1); ptt 66.3 (24.0-36.1). The current anticoagulation medication was coumadin 10 mg po qd; dipyridamole 75 mg po tid, aspirin 325 mg po qd. The following day, the patient was transferred to the implanting center for further management. The labs reflected pt 56.4 (9.2-14.0); inr 4.79 (0.81-1.22); ptt 57.1 (25.0-37.0). Coumadin was stopped. A neurology consult recommended to continue aspirin 325 mg po qd, and add atorvastatin 80 mg po qd. An echocardiogram performed on (B)(6) 2017 showed the lvad working appropriately. On (B)(6) 2017, the patient left ama and labs reflected that pt was 44.0; inr 3.76; ptt 52.6. The patient¿s anticoagulation regimen at the time of the event included aspirin, warfarin and persantine. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.